Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the attachment device were damaged. It was noted that the tool cannot be mounted, the ball bearings were defective, the extension sleeve was defective, the pin was hiked out, the warning triangle was missing, and parts of the ball bearings were missing. It was further determined that the device failed pretest for visual assessment, cone verification assessment, lock operation assessment, cutter insertion assessment, vibration assessment, and temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: upon further evaluation, it was determined that the device failed the cutter insertion assessment. During repair, it was observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.